Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Upon functional testing, the fse found tcu not working due to power supply problem, also found that the fd cooling hoses, and toroid transformer were defective. To resolve the reported issue, the fse replaced the tcu-fd detector chiller unit, fd cooling hoses repair set and toroid transformer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.